Manufacturer narrative:
An abbott field service representative (fsr) recommended that the customer replace the ict check valve on syringe 12. A follow up site visit by the fsr verified the instrument was performing within specification, providing on-site training for the integrated chip technology (ict) module, and determining that the issue was resolved with the replacement of the ict check valve and adjusting the mixer. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-109, october, 2011) for software v 8.0, contains information to address the customer's current issue. Based upon the available information and the current evaluation, no product deficiency was identified.

Event description:
The customer observed the following architect clinical chemistry chloride results for one patient sample (results in mmol/l): 108, 108, 106, 111, 109, 105, 111, 102, and 105. The results were generated on an architect c4000 analyzer. The customer states that the integrated chip technology (ict) module was installed on 11 may 2012. The abbott technical application specialist (tas) suggested a number of troubleshooting procedures to try. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).